Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed elective replacement indicator (eri) sooner than expected. The device delivered only three shocks and was programmed for minimal pacing. A new guidant ICD was implanted.